Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date that began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the user failing to insert their infusion set properly by not removing the needle guard prior to insertion, resulting in insufficient insulin delivery.

Event description:
On 10/20/2024, a nurse from an ER reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 10/20/2024. On 10/20/2024, a nurse from the ER called reporting a patient with high blood glucose levels due to a suspected ilet malfunction. After reviewing the device alerts, it was determined that the only issues were high bg and a "change insulin" alert from the previous day. The agent advised disconnecting the user from the ilet and administering an insulin drip to help manage the high glucose. Upon removing the infusion site, it was discovered that the blue tip of the cannula, which is a needle guard, had not been removed before insertion, causing the malfunction. The nurse confirmed this, and it was explained that the blue tip must be removed prior to insertion. The user is using the convatec inset (23", 6mm) teflon infusion set. The user was placed on the insulin drip, and the nurse was instructed to help the patient change the supplies. The user was released from the hospital on (B)(6) 2024 and will remain off the ilet for a few more days. The user's highest bg level was recorded at 600 mg/dl, and they were on the insulin drip for about 18 hours. No immediate health effects were reported. The user did not perform ketone testing.